Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter. "Tubes jump and rebound from the holder tubes don't stay in the holder when it is the adapter needle. Tubes are under filled." 10 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill & stopper pop off with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and underfill & stopper pop off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301921. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-10-28. Medical device lot #: 9276339. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-10-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "tubes jump and rebound from the holder tubes don't stay in the holder when it is the adapter needle. Tubes are under filled." 10 occurrences were reported.